Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the create pas trial a minor ischemic stroke was reported. Initially the patient had no deficits after post-stent dilatation and embolic protection device (epd) removal. However, later the same day, the patient complained of right hand/arm weakness and decreased sensation. Aggrastat was started and further dilatation was performed. The patient is not yet recovered. Please reference MDR 2183870-2011-00041 for the protege rx used in this procedure